Event description:
It was reported that the customer experienced a blood glucose level (bg) ranging from "low" (specific bg was not provided) to 69 mg/dl. Customer consumed glucose tablets to address bg level. Reportedly, the customer had manually given correction boluses via the pump in conjunction with control software delivering an automatic correction bolus resulting in the low bg. Tandem technical support reviewed all finding with the customer and determined the pump has been functioning as intended, customer understood and acknowledged. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses."